Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient has not reported any recent injury or trauma that may have damaged the vns therapy system. Lead break is suspected. Revision surgery is likely. No serious injury was reported in conjunction with the high lead impedance test result.